Event description:
It was reported that the device was explanted after an implant duration of approx 7 months due to failed ring repair; secondary to regurgitation. Reportedly, the pt experienced shortness of breath. It was additionally reported that the pt's pre-operative tee revealed dehiscence and a perforation of the basel portion of the valve. The pt was reported as doing well.

Manufacturer narrative:
The device has not been evaluated. The device has been received for evaluation; however, the device has not been evaluated.